Manufacturer narrative:
Additional information was requested and on sept/14/2015, the following was received: 10 minutes after the surgeon started the procedure (visceral surgery - cholecystectomy), while using the scissors, he felt electrical shocks and his reaction was to drop down the instrument. The device was in contact with the patient ((B)(6) male), there was no injury for either the patient or the surgeon, but it caused a hole in the surgeon's glove. The procedure went ahead as planned using anther device. The event did not lead to an increase of surgery time. There is no complaint with the device cables, they were tested and functioned correctly. This is 1 out of 4 reports (2523190-2015-00090 / 2523190-2015-00091 / 2523190-2015-00080). Integra has completed their internal investigation on 10/06/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; the instrument was not found compliant with the manufacturing specifications by service and repair technicians. The blades and the protection are damaged. Manufacturing date and lot unknown. DHR review; unknown lot, DHR impossible. Complaints history; unknown lot, trend analysis impossible. Conclusion: the cause of these defects may come from a hard material cutting or a shock.

Event description:
The customer initially reports that the operator felt electrical shocks during use of the scissors. The customer reports cables were tested and functioned correctly.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reports that the operator felt electrical shocks during use of the scissors. The customer reports cables were tested and functioned correctly.